Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 10f sheath hole prior to an electrophysiology interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of a new prostyle device successfully pre-placed. The use of 10f sheath was continued and the electrophysiology procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.